Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned intact (not severed) with the helix mechanism in a retracted position. Dried blood was found around the helix, which is normal for active fixation leads. Setscrew marks were in the correct location on the terminal pin. Testing was completed to assess lead electrical performance; the test was within normal limits. Three zones with insulation damage were observed, the first one around 238 to 240 millimeters (mm) from the terminal end, which is consistent with clavicle first rib crush. The second and third zones were found around 123 to 138, and around 150 to 160 mm from the terminal end, which is consistent with lead-on-lead abrasion. Laboratory analysis was able to confirm the reported the reported clinical observations of pacing impedance low and insulation damage.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a suspected insulation issue and low out of range pacing impedances. This rv lead is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported. The rv lead was eventually returned.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a suspected insulation issue and low out of range pacing impedances. This rv lead is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.